Event description:
Adverse event(s): "post op surprise" (postoperative refraction, unexpected). Product problem(s): "packaging label" (use of device issue [label]). A surgeon reported a pt with a postoperative surprise following intraocular lens (iol) implant surgery. The surgeon reported he meant to order a +5.00 iol, but he was not wearing his glasses and selected a (-) 5.00 lens. The surgeon is recommending a change in packaging to make to (+) and (-) more recognizable. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/21/2010, 05/24/2010, 05/25/2010, and 06/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).